Event description:
Mom states that the pump is not suctioning properly. She also stated that she was diagnosed with mastitis but was unsure if the device caused or contributed to her mastitis.

Manufacturer narrative:
A replacement harmony manual pump diaphragm assembly and connector was sent to the customer and requested the defective product be returned for evaluation. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that she was diagnosed with mastitis, which is a safety risk. In the follow up with the customer, she stated her doctor diagnosed her (B)(6) 2013 with mastitis and prescribed antibiotics. She both breast-feeds and breast pumps. On (B)(6) 2013, clinical assessment stated that she spoke with customer who reported no vacuum from use of harmony pump which she relies up to pump 4-5 times a day. Csr advised use of a hospital grade rental pump as harmony is an "occasional" use breast pump and sent replacement parts and customer has received them. The pump worked for 3 weeks, but is again showing signs of wear and cs says warranty is no longer in force. Csr again advised rental of a hospital grade double electric pump to help her pump efficiently since she is recovering from mastitis. She was treated by her doctor with two course of antibiotics and then a topical medication to clear the infection. She will see the doctor for a follow-up visit on (B)(6) 2013. She will go to (B)(6) to get a rental breast pump and stop relying on the harmony for her needs. This issue is resolved. No further clinical follow-up is indicated. Without report of continued symptoms, the issue is resolved with no permanent adverse effects to the customer. No further follow up necessary. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).